Manufacturer narrative:
The event occurred in (B)(6). (B)(6) law doesn't allow product return.

Event description:
Caller reported the buttons on the pump are non-functional. No adverse event reported. No product will be returned due to russian legislation.